Event description:
A surgeon reported difficulty with primary incision during surgeries due to dull knives. It was reported that there was no pt harm although ¿incision damage¿ was mentioned. Add¿l info has been requested.

Manufacturer narrative:
Two opened samples were returned. Eval of the samples showed the following results: the samples were found to be nonconforming for damaged tips and damaged cutting edges. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. How or when the blades became damaged cannot be determined. The damage to the returned samples is consistent with damage that can occur when the blade contacts another surface prior to use. The exact root cause for the damaged knives is unk. All knives are 100% inspected by trained operators using a minimum of 10x magnification during mfg. Any defects, such as the damaged tips and cutting edges exhibited on the returned opened samples, are removed from the lot and scrapped. Penetration and sharpness testing are performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).